Manufacturer narrative:
Manufacturing location: (B)(4), manufacturing date: 17-dec-2015, expiration date: 01-nov-2025, part number: 04.037.143s, 11mm/130 deg ti cann tfna 200mm- sterile, lot number: 9953410 (sterile), lot quantity: (B)(4). Work order traveler met all inspection acceptance criteria. Inspection sheet, in process / inspect dimensional / final met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection met all inspection acceptance criteria. Packaging label log was reviewed and determined to be conforming. Scn (B)(4) supplied by ethicon (abq) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: component parts were not reviewed as the reported complaint condition of ¿replaced due to patient fell and fractured her femur¿ does not indicate breakage of the nail or any of its components. Therefore, review of the raw materials would not be relevant tot the reported complaint condition. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 the patient underwent the open reduction internal fixation surgery. On (B)(6) 2020 the patient fell and fractured her femur at the end of the nail. On (B)(6) 2020 the patient underwent the revision surgery and the surgeon replaced the nail with a new long nail. Concomitant device: unknown locking screws (part # unknown, lot # unknown, quantity # unknown). This report is for one (1) 11mm/130 deg ti cann tfna 200mm - sterile. This is report 1 of 1 for (B)(4).